Manufacturer narrative:
Evaluation codes, results: other (quick release button disengaged).

Event description:
A 26mm diameter x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft delivery system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the quick disconnect button became disconnected prior to the deployment of the stent graft. The physician successfully removed the delivery system with the stent graft still within the delivery system from the patient and another aneurx stent graft of the same size was successfully implanted. No additional clinical sequelae were reported and the patient is fine.